Manufacturer narrative:
G4 - premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. A mustang 7.0 x 150, 75cm was advanced for dilatation. During treatment, balloon burst at 25atm after a minute later. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.